Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances; (contact 4) 26,060 (contact 10) 26,110 (contact 11) 26,110 pt states that he was previously made aware by another rep that he had impedances, but unsure of date or whether it was two or three at that time. Rep was contacted by another rep about the pt getting an oor message on 9/17 and met the pt for interrogation and reprogramming on 9/19. Was able to move electrodes around impedances on favorite group and create two new ones away from impedances. Pt will try this and report back if no relief or any further oor messages. There was loss of stimulation/ intermittent stimulation, return of pain. Trou bleshooting was performed; programming around impedances. Cause was not known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 27-feb-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 06-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.